Event description:
It was reported that the intraocular lens was removed and replaced without complication due to the pt's report of blurred vision, and the physician's observation of a cloudy optic.

Manufacturer narrative:
The product without haptics was received for analysis. Initial inspection under magnification showed dried material near the edge of the optic, no cloudiness was observed. The optic was rehydrated for 48 hours and inspected under slit lamp, no cloudiness was observed. The physician's observation was not confirmed. The manufacturer is unable to determine the cause of this event. No add'l reports of a similar nature have been received for the remaining intraocular lens manufactured in this lot.